Event description:
Healthcare professional reported that the needle was dislodged from a juvéderm® voluma® with lidocaine syringe during the injection in the chin and the gel burst. After some of the product was injected to the patient, the luer lock of the syringe was broken, and gel burst out. The gel was not in contact with the patient, but they had difficulty in preparing the procedure again as the impact to the procedure and treating staff. A 27 g ½ tsk needle was used.

Manufacturer narrative:
Device evaluation: one empty syringe of 1.0 ml was received in a plastic roll without plug and no needle. No defect was observed in the syringe.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that the needle was dislodged from a juvéderm® voluma® with lidocaine syringe during the injection in the chin and the gel burst. After some of the product was injected to the patient, the luer lock of the syringe was broken, and gel burst out. The gel was not in contact with the patient, but they had difficulty in preparing the procedure again as the impact to the procedure and treating staff. A 27 g ½ tsk needle was used.